Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 3 months post implant of this 21mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as patient prosthesis mismatch and lower ejection fraction. Additionally, it was reported that there was "potential for leaflet thrombosis". No additional adverse patient effects were reported.